Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a male pt who received super poligrip original ((B)(4)) denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In (B)(6) 1985, the pt began using fixodent. In (B)(6) 2005, the pt began using super poligrip original. An unk time later, the pt experienced "zinc toxicity and extensive nerve damage that resulted in symptoms to include numbness in upper and lower extremities, nausea and balance problems." Use of super poligrip original and fixodent was continued. According to the claim, the events were severe and permanent. F/u info was received on (B)(4) 2011 via medical records. On (B)(6) 2001, it was noted the pt had hearing loss and recurrent otitis media secondary to war injury while in basic training. On (B)(6) 2010, the pt's copper level was 66 (normal 70 to 175 mcg/dl) and zinc was 77 (normal 60 to 130 mcg/dl). On (B)(6) 2010, the pt had a history of ataxia and gait imbalance with episodes of vertigo. The pt was no longer able to live independently due to medical reasons and required assistance with instrumental and personal activities of daily living. F/u info was received on (B)(4) 2011, via medical records. On (B)(6) 2010, the pt had a neurologic consultation for progressive gait disturbance (for approx three to four years), dizziness, headache, and neck pain. The pt was previously diagnosed with a benign tumor bilaterally and underwent tumor resection about a year ago (2009). The pt had no recurrent "spinning dizzy sensation" but still experienced gait disturbance and off balance. The pt developed a headache and neck pain a few weeks ago after a motor vehicle accident. Initial computed axial tomography scan (cat) was negative. The pt was diagnosed with multi-etiology including neuropathy, vestibular abnormality, and rule out cervical pathology; headache; neck pain; sensory deficit most likely polyneuropathy of unk etiology; and vestibular dysfunction. On (B)(6) 2010, electromyogram (emg) and nerve conduction study (ncs) showed severe sensory axonal neuropathy in the lower extremities and mild active and chronic l5/s1 radiculopathy bilaterally. On (B)(6) 2010, a magnetic resonance imaging scan of the cervical spine showed c4/5 through c6/7 disc bulges causing small ventral impressions upon the thecal sac, minimal degenerative disease, small nerve root sleeve cysts within the c5/6 through the t1/2 neural foramina bilaterally.